Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal missed fire into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection revealed that delivery device was outside the loader device with the plunger depressed. The seal was unfolded and outside the delivery tube and the tension spring was still in the delivery tube. Blood contamination was inside the delivery device. This evidence suggests that there was an attempt to deploy the seal. Based upon these findings, the complaint that the seal failed to deploy is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).